Manufacturer narrative:
Additional information: for background, stryker acquired gauss surgical inc. (¿gauss¿) on (B)(6) 2021. The majority of the late mdrs resulted from a retrospective review of reportability decisions made prior to the acquisition. Additionally, stryker has determined that a CAPA is needed to improve the post-acquisition complaint review process ¿ as a result, CAPA #(B)(4) was approved on (B)(6) 2023 and opened on (B)(6) 2019.

Event description:
Per the customer, the total qbl for the case was 300ml with 115ml in the canister. The physician in the case detailed that the canister had no saline or amniotic fluid and a total volume of 750ml that they considered to be all blood or mainly all blood. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.

Event description:
Per the customer, the total qbl for the case was 300ml with 115ml in the canister. The physician in the case detailed that the canister had no saline or amniotic fluid and a total volume of 750ml that they considered to be all blood or mainly all blood. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.